Event description:
Physician unable to advance stent and balloon into saphenous vein graft. Upon removal of balloon, guide and sheath (as a unit), stent was discovered remaining in pt on wire, not deployed. Numerous attempts were made to retrieve. Pt was taken to surgery for exploration of femoral artery and removal of foreign body.